Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported approx. 7 days post index procedure, that the left limb ((B)(6)) stent graft had occluded, and intervention was required. No other stent grafts were occluded. The physician was able to repair the limb occlusion using kissing vbx stents in the distal aorta on the same date. The cause of the limb occlusion was suspected to be due to either the tight distal aorta or possibly the percutaneous closure device. No additional clinical sequalae was provided and the patient is fine.